Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
Noise and undersensing were observed on the rv lead. It was noted that the leads were wrapped around the generator. Twiddler's syndrome was suspected.